Manufacturer narrative:
Explanted ipg will not be returned to bsn as it was discarded by medical facility. It is indicated that the ipg device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after the patient received an MRI, for non-device related issues, the ipg was no longer working and would get warm during charging. The patient underwent an ipg replacement is reportedly doing well following the procedure.

Event description:
A report was received that after the patient received an MRI, for non-device related issues, the ipg was no longer working and would get warm during charging. The patient underwent an ipg replacement is reportedly doing well following the procedure.